Manufacturer narrative:
The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a [?]vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Log file analysis revealed two vad stopped alarms a day prior to the reported event date. The most likely cause of the vad stopped alarms was most likely a vad disconnect. Conclusion investigation; one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed two vad stopped alarms a day prior to the reported event date. The most likely cause of the vad stopped alarms was most likely a vad disconnect. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected; the vad stop alarm was most likely due to a driveline disconnection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient experienced a controller that had a high priority alarm of a ventricular assist device (vad) stop. The facility was able to resolve the alarm by re-connecting the driveline; alarms returned a second time. The facility exchanged the controller with no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Current device location is unknown.